Manufacturer narrative:
Product serial number was not provided. There is no indication that the lens was explanted. The device was not returned for analysis as to date it remains implanted. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient was having bothersome symptoms from the moment she wakes up until she goes to the bed and she says it feels like there there is oil in her eye, making it difficult to see. Reportedly, the patient was last seen by the doctor at the end of (B)(6). The doctor determined that many of patient's symptoms were caused by dry eyes and the patient was to start a regimen of drops. No additional information provided. This report pertains to the patient's right eye (od). A separate report is being submitted for the left eye (os).